Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and revision op notes. Visual examination showed product has damage from excessive wear and use. X-ray review report indicates radiolucency of the lateral tibial plateau cement hardware interface present. Revision op notes indicate arthrofibrosis was observed. The poly was found to be loose and the tibia tray was somewhat loose also. Poly exchange was performed along with deep bone culture, lysis of adhesions, and synovectomy. Arthrofibrosis and inflamed synovium observed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard tibial bearing, catalog ep-189080, lot 634990; biomet knee system modular finned stem with screw, catalog 141314, lot 304970; regenerex biomet primary tibial tray 75 mm with locking bar, catalog 141274, lot 295310; vanguard knee system cr femoral ¿ left 67.5 mm, catalog 183070, lot 800010. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1825034-2017-00517.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately one year post implantation due to pain and arthrofibrosis. During the procedure loosening of the tibial implant and articular surface was noted. The articular surface was exchanged and the total revision was postponed another two weeks to confirm the patient was negative for infection; all components were removed and replaced.